Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits related to sensing. The high voltage coils yielded out of range shock impedance measurements. X-ray inspection noted the electrode was fractured at the distal weld site. The reported clinical observations were not confirmed as the sense portion of electrode passed electrical testing. Based on the location of the fracture, it was suspected the fracture occurred during the explant of the electrode.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock. It was reported the patient underwent a by-pass procedure after the initial s-ICD system implant. Review of device data revealed the signal amplitude and morphology changed post the by-pass procedure. Boston scientific technical services (ts) recommended x-rays to assess electrode position. At this time, the shock vector was reprogrammed from primary to secondary. Following further troubleshooting, the physician elected to replace the s-ICD system with a transvenous system. No adverse patient effects were reported.